Event description:
Balloon ruptured circumferentially, with half of the balloon remaining inside the patient. A procedure is planned for (B)(6) 2013 to have this section removed.

Manufacturer narrative:
(B)(4). Balloon rupture is addressed in the IFU. Although information was provided that the product was being returned, as of this report date, no product has been received to assist in the investigation. Balloon burst, compliance, and fatigue verification testing performed.the rated burst pressure, (rbp) is documented in the instructions for use (IFU) and label. The device is inspected to ensure balloon is undamaged. The vendor burst tests a minimum of 10 balloons per lot. Each device is also leak tested and the balloon bonds are examined per quality control specification. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. Without the complaint device, a thorough root cause analysis is not possible. In the absence of external restraints, the balloon is designed to burst in a longitudinal direction. When sufficiently constricted by, for example lesions or other torturous anatomy, the tear may go circumferential. It would be suspected that this is the "circumferential tear of the balloon material" mentioned in the event description. After rupture, the distal portion will "umbrella" when attempting to resheath, causing the balloon to separate. The exact cause of the original rupture cannot be determined as limited information such as inflation pressures and patient anatomy were not provided. In the absence of more specific information, a root cause cannot be determined. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk reduction activities.